Event description:
During a sub total gastrectomy with roux en y procedure, the device was fired across the proximal duodenum. Stapler was reloaded with a green 75 mm reload and fired across the stomach. The one side of the staple line was perfect, the other showed misformed and unformed staples. They had to pull out the misformed/unformed staples and oversew the staple line.